Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Information is unavailable; device was not returned for evaluation. The batch record was reviewed and no anomalies were noted during the manufacturing process. The device is being retained at the hospital additional information received from the territory manager: this is what I got back from the surgeon: "red load 1st and 2nd no buttressing used not near existing staple line as a new angle completely clear and more proximal staple angle but perhaps tissue was thicker there and in retrospect perhaps a blue load would have been better no unexpected noises, forces etc no difficulty removing device yes tumour more advanced than CT predicted so possible tumour infiltration subclinically yes cancer diagnosis no to any chemo/radio before" according to the surgeon the coroner did not want a post mortem. The hospital administration does not want to release the device at this time.

Manufacturer narrative:
(B)(4). The analysis showed that the ats45 device was received in good visual condition and with a reload present. The reload was received partially fired and with the reload lockout spring damaged. The damage to the reload lockout spring is consistent with damage observed when the firing cycle is started, interrupted, released, and restarted. When firing the device make sure that the firing stroke is completed. Do not partially fire the device. Fire the device by squeezing the firing trigger completely until it rests on the closing trigger. Once the firing cycle has been initiated, it must be completed. If re-initiation of firing is resumed, the device will lockout. Firing through the lockout mechanism will break the device. Please reference the instruction for use for more information. The returned device was tested for functionality with a test reload and it fired, cut and formed all the staples as intended. The device fired without any difficulties, the staple line was complete and the staples were note to have the proper b-formed shape. It should be noted that all devices are inspected 100% for staple presence by an automated vision system, and are visually inspected 100% as a final check. In addition, at finished goods the devices are visually inspected based on a sample.

Event description:
It was reported that during a right thoracotomy and bi-lobectomy procedure, the pulmonary vein was isolated at the junction of the atrium. First fire the device locked out mid-way through firing. Clamps were placed on the vessel (with intent to staple below) and the device was removed from the patient and re-loaded. A port hole was made in the patient and created a perfect angle to staple. The gun was placed on the vessel and fired. Action of the device was smooth, complete, with no indication of a misfire. Upon releasing the anvil and opening the device, the staple line just opened up completely. It cannot be confirm whether staples were visible in the patient, as the chest filled with blood immediately and steps were taken to control the bleeding. A transfusion of the entire circulatory system to "suckers". Six units of blood and sutures were used to fix the atrium. Despite internal compression, patient did not respond. Patient has expired. The device has been retained.